Event description:
Terminal cancer pt on continuous plus pca dosing of morphine. New cartridge of high dose morphine ( 5 mg/ml, 150 mg) inserted and activated at 0510. At 0650 pca pump alarmed, display flashing empty. Pt did not respond to plantar stimulation or tugging of ear. Respirations at 8 per min. Narcan administered. Pt gradually reversed. Pt had been receiving morphine physician did not believe the added amount of morphine did serious harm to this compromised pt.